Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a laser system did not fire. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stated that the event occurred before surgery. There was no patient involved. The case was started and completed the same day.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The key switch was covered in balanced salt solution (bss). As such, the key switch required replacement to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 24, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to bss damage to the key switch. However, how or when the bss damaged the component cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).